Event description:
Medtronic received information that an (B)(4)-year-old male patient diagnosed with severe symptomatic aortic stenosis was scheduled for implant of a medtronic transcatheter bioprosthetic valve. After full release of a 31mm valve (serial not reported), it dislodged from the targeted location to a super-annular position resulting in severe paravalvular leak (pvl). A second 31mm valve (serial not reported) was deployed inside the first valve in a deeper position without resolution of the severe pvl. Post balloon dilatation, both valves dislodged from the targeted site. A third 29mm valve (serial not reported) was deployed inside the first two valves in an even deeper position totally resolving the pvl. A one year follow-up showed optimal results. No additional adverse patient effects were reported.

Event description:
Additional information provided serial numbers, and stated the annulus of this patient was very calcified which hindered the accuracy of the valve positioning.

Manufacturer narrative:
No device(s) returned to medtronic. (B)(4) title: third corevalve insertion for treatment of a severe paravalvular leak after a failed valve-in-valve procedure authors: rodrigo estévez-loureiro, carlos cuellas, javier gualis, armando pérez de prado, mario castaño, carlos soria, david alonsoa, carmen garrote, miguel ángel rodríguez, felipe fernández-vázquez citation: international journal of cardiology: heart & vasculature 7 (2015) 58¿60 event date(s) unknown; the date of publish was used for the event date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient identification and demographics unknown as a search of the medtronic device registration database with the provided serial number returned no results.